Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2016. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. On an unreported date the same month as event onset, the patient was hospitalized for the event. During hospitalization, the patient received unknown treatment for the peritonitis event. The month following the event onset, the patient passed away. The cause of death was reported as due to ¿infectious cause¿. It was not reported if an autopsy was performed. The peritonitis was not recovered/resolved prior to death. Dianeal therapies were ongoing until the time of death. No additional information is available.